Event description:
The customer reported that when switch to oxygen tank, unit cannot be use and alarmed.. It will not allow the transfer of oxygen from the wall to the tanks when the vent is being use for transport. The unit gave an o2 not available alarm. Loss of the oxygen source can be detrimental to a patient. The customer connect the o2 tank to another unit and the unit function correctlty. The customer removed the unit from service and send it for repair.

Event description:
Manufacturers service technician performed evaluation and testing of the device and the report problem was not confirmed. The service technician reported the ventilator passed testing with no problems found. The service technician concluded the reported problem of o2 not available alarm was due to the remaining volume of oxygen in the cylinder tank that was being used.

Manufacturer narrative:
(B)(4).